Event description:
The iab leaked and the iab was removed. (Multiple event to customer complaint number 97-01215). On 11/19/97 it was reported that the iabp alarmed and blood was noted in the tubing. The pump stopped working. Iabp was discontinued. Sine the pt tolerated the balloon removal well, it was not necessary to insert another iab. [Event complications: unk-reported 10/27/97; none-reported 11/19/97. [Pt's current status]: okay-rpt'd 11/19/97.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the reagged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.